Manufacturer narrative:
According to the customer, on (B)(6) 2024 she was sitting in the rollator when the "screws popped out and the wheel fell off" causing her to fall and hit the back of her head on the tile floor. The customer reported she used her "life alert" to call the ambulance and was taken to the hospital. The customer reported she has a history of seizures and brain surgery and the fall "exacerbated the seizures". The customer reported the hospital took xrays, a CT scan, and drew labs but, everything "looked okay". The customer reported the hospital gave her "ativan for the seizures, "tramadol for pain", and "anti nausea medicine". The customer reported the seizure activity has gone back to her normal frequency, but her head still "hurts". The customer reported she has discontinued using the rollator due to the wheel breaking off. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 she was sitting in the rollator when the "screws popped out and the wheel fell off" causing her to fall and hit the back of her head on the tile floor.